Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the reported "intermittent high pressure" that was reported was not able to be duplicated. The pump alarmed for "no disposable attached" several times. Both of these errors can be caused by a faulty dso. There was also an error 1660 code, which is caused by the watchdog timer on the microprocessor coming out of reset even though the conditions are not correct for it. Based on the evaluation a faulty dso cause the problem. Problem source for a faulty dso is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited intermittent high-pressure alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.